Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating the bottom brush from the double head attachment detached in mouth. No injury was reported.

Event description:
Consumer e-mailed stating the bottom brush from the double head attachment detached in mouth. No injury was reported.

Manufacturer narrative:
11-jul-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 15-jun-2018. The product was identified as an oral-b dualaction or dual clean brushhead on 21-jun-2018. Product return was received and investigated. Investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.